Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced open book image error. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1715kl was requested and customer response was the device will be returned.

Manufacturer narrative:
No critical pump error (open book image) alarm¿noted during boot up. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Successfully downloaded history files and traces using thus. Successfully downloaded comlink3 file. There were no fatal critical alarms, or three consecutive critical handling alarms found in the formatted history file. Critical pump error (open book image) alarm was due to the rf test failure in the bootloader (code0x00000045). Suspected on hw. Please see below for pump errors/alarms noted 2 days prior to the event date 28-mar-2024 in the formatted history file. Pump error 4 alarm was recorded and found in the formatted history file on: 03/28/2024 04:43:52.000. Pump error 63 alarm (variableinfo = 15) was recorded and found in the formatted history file on: 03/28/2024 04:43:53.000. Pump error 4 alarm and pump error 63 alarm (variableinfo = 15) were confirmed according in the formatted history file, suspected on hw. Insert battery alarm was recorded and found in the formatted history file on: 03/28/2024 04:45:59.000. Replace battery alert was recorded and found in the formatted history file on: 03/28/2024 04:46:00.000. Power loss alarm was recorded and found in the formatted history file on: 03/28/2024 04:46:25.000, 03/28/2024 04:46:36.000. Pump error 68 alarm was recorded and found in the formatted history file on: 03/28/2024 04:43:55.000. Pump error 49 alarm was recorded and found in the formatted history file on: 03/28/2024 04:43:55.000, 03/28/2024 04:44:27.000. Pump error 23 alarm was recorded and found in the formatted history file on: 03/28/2024 04:44:39.000, 03/28/2024 04:46:11.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, replace battery alert and power loss alarm were expected since the battery in the pump is low on power. The customer may have used a low power/depleted battery. Pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were expected since the pump restarted due to pump error 4 alarm and pump error 63 alarm. No unexpected replace battery alert, power loss alarm, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label missing. Critical pump error (open book image) alarm was confirmed, suspected on hw. Also, pump error 4 alarm and pump error 63 alarm (variableinfo = 15) were confirmed according in the formatted history file, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.